Manufacturer narrative:
(B)(4). Date sent: 2/2/2022. D4: batch # 260a17. Investigation summary: a video along with the device was returned for evaluation. During the visual analysis of the two video submitted, the following was observed: the videos show a device clamped on the tissue, at the 0:16 mark the device was fired. At the mark 0:20 the knife was returned to the home position. At the mark 0:25 the device was removed after that bleeding was noted. No malformed staples could be observed. Based on the videos provided the event described of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Based on device evaluation, no conclusion could be reach on the cause of the reported event. The instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during the robot-assisted pancreaticoduodenectomy. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for two video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the videos show a device clamped on the tissue, at the 0:16 mark the device was fired. At the mark 0:20 the knife was returned to the home position. At the mark 0:25 the device was removed after that bleeding was noted. In addition, no malformed staples could be observed. Based on the videos provided the event described of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.